Event description:
The doctor claims that the patient is having some autoimmune symptoms. The doctor thinks the symptoms could be from the graft implanted in 1997. The patient is uder treatment. Note: the incident date is approximated at this time. In addition, the graft had been implanted for an abdominal aortic aneurysm procedure. In 2002, company received the following additional information from the physician: at this time, the exact cause of the patient's autoimmune symptoms is unknown. The patient recently presented with weight loss and anorexia. Patient was being worked up for a malignancy and was referred because of what appeared to be a aaa [abdominal aortic aneurysm]. On reviewing the films, there was no significant increase in the luminal diameter of the graft, but it was surrounded by a rim that looked like a typical inflammatory aneurysm. Patient's sed[imentation] rate was significantly elevated. The patient is presently being evaluated by hospital rheumatologists.